Event description:
Pt was having a fistulogram assessing the arterial anastomosis and advancing catheter and wire. The tip of the catheter approx. 2.5 cm broke off and traveled to central vasculature/lung. Pt was having a fistulogram of left upper arm fistula to evaluate the arterial anastomosis of the fistula, the cook advantage catheter was threaded over wire and advanced to the brachial artery to perform an arteriogram. After reinserting wire to remove catheter, the catheter was noted to have tip missing upon removal. Subsequent chest x-ray revealed tip on chest films- chest films showed catheter outside pulmonary artery.